Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 1 of 2 medwatch reports regarding this event. MFR report number: 3004209178-2016-67487.

Event description:
The customer reported via phone call that he had excessive no delivery alarms on the insulin pump. Customer stated that he attempted to prime the pump but received a no delivery alarm immediately. Customer has been receiving the alarms since june 9. Customer stated that his blood glucose was 200 mg/dl at the time of the incident. Customer performed a fix prime and stated that the insulin did not exit and the pump alarmed no delivery. Troubleshooting was performed and customer reported that the insulin exited the tubing. Customer was advised that the pump was working as designed and it was explained that the alarm was caused by an infusion set or reservoir occlusion. Customer also mentioned having a threshold suspend alarm on the pump.